Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the self test, off no power, unexpected restart, occlusion, prime, no delivery or displacement tests due to the motor error alarm. The pump passed the idle current and run current tests. The pump had no blank display. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a motor error alarm. After customer changed battery, display screen went blank. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field but believed that screw driver used to remove battery cap may have a magnetic tip. Drive support cap appeared normal. Insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen did not return.